Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 03jan2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd micro-fine¿ plus pen needles 31g x 6mm (100 count) the junction point of 8 the needle dripped before the injection. The following information was provided by the initial reporter: the end user reported that the internal packaging of 8 needles in 1 box was open and all 8 of them had dripped the medicine as can be seen in the photographs. It was found that the junction point of the needle dripped before the injection. She also reported that the drug reappeared on the skin surface after the injection. No patient injury reported. Pictures available in the attachments below.

Event description:
It was reported the bd micro-fine¿ plus pen needles 31g x 6mm (100 count) the junction point of 8 the needle dripped before the injection. The following information was provided by the initial reporter: the end user reported that the internal packaging of 8 needles in 1 box was open and all 8 of them had dripped the medicine as can be seen in the photographs. It was found that the junction point of the needle dripped before the injection. She also reported that the drug reappeared on the skin surface after the injection. No patient injury reported. Pictures available in the attachments below.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.